Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 936684 (production date jan-2012, expiration date jan-2015). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. She presented back pain and requested the removal of micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident in line with health authority's assessment and since a device removal will be required (hysterectomy or salpingectomy). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ha (reference number: (B)(4)) on 26-jan-2017 and was forwarded to bayer on 27-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain,") in a female patient who received essure (batch no. 936684). The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizzy spells"), sinusitis noninfective ("inflammation of sinuses"), menorrhagia ("haemorrhagic menstrual periods"), premature menopause ("signs of early menopause"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), arthralgia ("joint pain (also hip pain)"), myalgia ("muscle pain"), hypoaesthesia ("numbness in limbs"), amnesia ("loss of memory"), alopecia ("hair loss"), psoriasis ("psoriasis"), abdominal pain upper ("stomach pain") and nausea ("nausea"). The patient was treated with surgery (request to essure removal a hysterectomy or salpingectomy will be performed). Essure treatment was not changed. At the time of the report, the back pain, dizziness, sinusitis noninfective, menorrhagia, premature menopause, fatigue, tendon pain, arthralgia, myalgia, hypoaesthesia, amnesia, alopecia, psoriasis, abdominal pain upper and nausea outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, sinusitis noninfective, menorrhagia, premature menopause, fatigue, tendon pain, arthralgia, myalgia, hypoaesthesia, amnesia, alopecia, psoriasis, abdominal pain upper and nausea with essure. The reporter commented: the events occurred in 2015-2016, after placement of essure request underway for removal of essure inserts (salpingectomy or hysterectomy). Case was assessed as incident by the (B)(6) health authorities pvch assessment : incident (removal). Company causality comment: this non-medically confirmed spontaneous case report refers to a patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. She presented back pain and requested the removal of micro-inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident in line with health authority's assessment and since a device removal will be required (hysterectomy or salpingectomy). The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.